Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a second reportable failure was identified at evaluation: error b30. Due to the dents on the insertion tube, breakage of the scope connector, corrosion of the circuit board, and breakage of the heat shrink tube, the following occurred, likely causing the errors: - conduction became abnormal at the internal circuit board of the scope connector due to moisture that entered from the broken area of the scope connector. - stress on the insertion tube caused damage to the built-in cable. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "operation manual includes the preventive measures in ¿important information ¿ please read before use: precautions for disappeared or frozen endoscopic image¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed that error e217 occurred due to an electrical continuity error due to water invasion. In addition, the insertion tube was dented due to physical stress, the universal cord was stained due to insufficient cleaning, the connector was corroded due to chemical stress, and the control unit was damaged due to excessive handling stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that there was no video transmission from the subject device and error 217 (scope error) was displayed. There was no harm or user injury reported due to the event.